Event description:
A customer contacted beckman coulter, inc. (Bec) and reported that the eic (electrolyte injection cup) on unicel dxc 800 pro synchron clinical system was overflowing. The customer picked a blind patient sample and verified that the result was not affected. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated that they completed the eic cleaning procedure but it continued to overflow. . The customer tried reseating the connections to the solenoid, and shutdown the instrument, but eic continued to overflow. Service was performed on this instrument on (B)(6) 2011. The field service engineer (fse) noted that the ise (ion selective electrode) was disabled when he arrived at the laboratory. The fse enabled ise without any errors and primed 30 times. No errors or flooding were observed during priming. The fse cleaned eic and flow cell. The fse checked eic valves, but no problem was noted. Calibration was performed and qc passed the specifications. The fse verified repair per established procedures. The root cause for the event could not be determined. (B)(4).